Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, and prime test. However, the device was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for motor error while he was changing the reservoir. Blood glucose reading was 210 mg/dl. The customer did not recall any significant event leading up to the alarm. Customer stated he was unable to rewind the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.